Event description:
The facility's nurse reported a patient's reaction while performing hemodialysis. The patient was dialyzed on gambro phoenix machine ee using a xenium 190 dialyzer. This was a single use and a dry pack. The dialyzer was primed with 1500ml of saline. The patient received a 1000 load of heparin at the beginning of dialysis and then 500 units of heparin hourly. The patient has a permcath access. The monthly lab were drawn before the patient was hooked up for dialysis. No blood sample was taken from the patient for a blood culture. Immediately at the start of the treatment, the patient felt light headed and diaphoretic. The nurse felt the patient and the patient did not feel sweaty. The machine was changed to a minimum ufr for three minutes. The blood flow rate was also decreased. The patient was given 100ml of normal saline. The patient "came right out of it" per the nurse. The patient's potassium level was up 6.4, therefore the bath k+ was switched from 3 to 2. No additional information is available.

Manufacturer narrative:
The dialyzer was discarded. A follow-up report will be filed if any additional information becomes available.